Manufacturer narrative:
The device was discarded after the procedure. Therefore, no investigation of the device was completed. At the time of this report, no further patient injury or negative health related outcomes have been reported. Stryker ent will continue to monitor this situation and provide subsequent reports if required.

Event description:
It was reported that the patient had a bilateral eustachian tube dilation with no intraoperative complications. Approximately, one week after the surgery, the patient went into the emergency room and was diagnosed with a stroke. The internal radiologist that placed a stent attributed the cause of the stroke to a right carotid artery dissection. The patient has fully recovered.